Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0016908, medical device expiration date: 2021-07-31, device manufacture date: 2020-01-16, medical device lot #: unknown (provided 015818, however, this is not a lot number manufactured by bd), medical device expiration date: unknown, device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd microtainer® map microtube for automated process k2 edta 1.0 mg the samples were clotting. The following information was provided by the initial reporter: it was reported that the specimens were clotting. Additionally, on 2020-09-11 the bd sales consultant provided the following additional information: can you please verify batch/lot number 015818? It is not a valid bd number. 0105818. Exp 10/31/21. How long after draw did you invert the tubes? One patient was drawn 3 times by three different nursing staff. One of the three staff responded that she capped and then inverted the tube. The second staff responded she swirled the tube during draw and then inverted after capped. The third staff was not available. What was order of draw? The lavender top microtainer was drawn first then the green microtainer. Was tube filled between fill marks? Yes-hematology checks to be sure the level is between min and mx fill lines. Please advise if unused samples of the affected batch/lot numbers are available for investigation. If yes, I will provide you a prepaid shipping label for sample return. I have a sample of each of the lot numbers that can be sent.

Manufacturer narrative:
Investigation summary : bd received 1 sample from each affected lot for investigation. The samples were inspected with no visible defects. In addition a review of the process capability data for additive dispense equipment used to manufacture the lot results were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A review the complaint history indicate this is the 2nd complaint received for clotting on this material number and lot # 0105818. This is the 1st complaint received for clotting on lot # 0016908. Bd technical service contacted the customer and provided technical information on sample collection including emphasizing the need to invert the tube at least 8 times after collection to ensure the blood is mixed with the anticoagulant to prevent clotting. Map instructional guide was provided, vs8144. Bd was unable to confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with a bd microtainerâ® map microtube for automated process k2 edta 1.0 mg the samples were clotting. The following information was provided by the initial reporter: it was reported that the specimens were clotting. Additionally, on 2020-09-11 the bd sales consultant provided the following additional information: can you please verify batch/lot number 015818? It is not a valid bd number. 0105818 exp 10/31/21. How long after draw did you invert the tubes? One patient was drawn 3 times by three different nursing staff. One of the three staff responded that she capped and then inverted the tube. The second staff responded she swirled the tube during draw and then inverted after capped. The third staff was not available. What was order of draw? The lavender top microtainer was drawn first then the green microtainer. Was tube filled between fill marks? Yes-hematology checks to be sure the level is between min and mx fill lines. Please advise if unused samples of the affected batch/lot numbers are available for investigation. If yes, I will provide you a prepaid shipping label for sample return. I have a sample of each of the lot numbers that can be sent.